Event description:
A physician reported that while treating a patient on 10 november 1998 in the left nasolabial fold, the collagen material extruded at the hub and splattered the patient's hair and face. The physician stated there was no injury to the patient or the medical staff. No medical or surgical intervention was required. The adg needle had been firmly tightened on the syringe by the physician prior to the treatment and did not separate from the syringe. Another syringe was used to complete the treatment without further event.